Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The pump diagnostic trace was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The pump diagnostic trace reveals that pump error 35 alarm was found on 05/08/2026 18:24:53.000. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 35 was caused by force sensor error. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor gold traces leading to critical pump error (open book image) alarm. Problem isolated to electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked case, label damage, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, the unit came in with critical pump error alarm triggered by pump error 35. Pump error 35 were caused by corroded electronic assembly. In addition, the customers concern of a scratched case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a scratch on the pump case and it doesn't affect the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.